Event description:
It was reported that the 2600 system had a saturation fault and an overload error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery were replaced during the service call. The system was tested and found to be working as intended and put back into service.